Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip steerable guide catheter (tsgc) would not click into the stabilizer smoothly. It was noted that the physician required increased force to insert tsgc into the stabilizer. The procedure was completed successfully. After the procedure, it was difficult to remove the tsgc from the stabilizer and needed more force to detach the tsgc. The final tr was reduced to grade 1. There were no adverse patient effects or clinically significant delays reported.